Event description:
Reporter alleged discrepant blood glucose results of 491 mg/dl back to back with a result of 108 mg/dl, when testing was performed one test right after the other on the compact system. The location of the testing was not provided. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Compact system: meter with the compact test strip lot number and expiration date not provided.

Manufacturer narrative:
The suspect product is the compact test strips.